Manufacturer narrative:
Additional information was not able to be obtained regarding this event. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient reported that his implantable cardioverter defibrillator (ICD) was emitting tones. The patient also reported that he had previously been told that he had a lead impedance issue. The patient did not specify which lead was involved with the impedance issue. The patient was advised to contact his following physician. At this time, no interventions have been reported. No adverse patient effects were reported. This right atrial (ra) lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received additional information that the reported impedance issues were found to be not related to this right atrial (ra) lead. This ra lead remains in service. No adverse patient effects were reported.